Manufacturer narrative:
The pump was returned to animas for evaluation. Keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The pt's mother reported that the 'down' arrow button is intermittently responding. The pt's mother denies physical damage or peeling of the keypad.